Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failed to deploy during placement in the jejunum. Block h10: a hot axios stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. The delivery system was returned in position 4. Functional examination was performed and the guidewire was inserted through the delivery sysytem; however, the guidewire did not exit. Destructive analysis confirmed that there was torsion (rotational damage) of the outer sheath and the outer sheath was twisted. A media inspection of photo provided by the complainant was performed and no other problems were found. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and difficult to advance guidewire were confirmed. The guidewire did not exit and the device was returned with rotational damaged in the outer sheath, and as a result the stent was not deployed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. According to the complainant, the axios stent was placed for a gastrojejunostomy; however, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. Additionally, the outer sheath was retuned with torsion which is evidence the luer was incorrectly rotated. Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician when the position of the scope was adjusted, the unlocking and locking of the deployment hub, and/or the amount of force applied to pull the deployment hub could have caused incorrect handle rotation based on the IFU and the torsion in the delivery system. This may have led to the sheath twisting and ultimately the stent failing to deploy and the guidewire unable to advance. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat an obstruction during a gastrojejunostomy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the first flange of the stent failed to deploy. The physician adjusted the position of the scope several times, locked and unlocked the deployment hub and applied force to pull the deployment hub but the first flange still failed to deploy. The physician attempted to advance several different guidewires through the axios delivery system to maintain access but the guidewires would not advance. The stent was removed fully covered by the outer sheath. Clips were used to close the puncture site in the gastric wall and an ovesco clip was used to close the puncture site in the jejunum. Reportedly, on (B)(6) 2021 the patient underwent a follow up endoscopic ultrasound (eus) procedure and an axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure and current condition were reported to be fine. Note: according to the complainant, the axios stent was placed for a gastrojejunostomy to treat an obstruction. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat an obstruction during a gastrojejunostomy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the first flange of the stent failed to deploy. The physician adjusted the position of the scope several times, locked and unlocked the deployment hub and applied force to pull the deployment hub but the first flange still failed to deploy. The physician attempted to advance several different guidewires through the axios delivery system to maintain access but the guidewires would not advance. The stent was removed fully covered by the outer sheath. Clips were used to close the puncture site in the gastric wall and an ovesco clip was used to close the puncture site in the jejunum. Reportedly, on (B)(6) 2021 the patient underwent a follow up endoscopic ultrasound (eus) procedure and an axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure and current condition were reported to be fine. According to the complainant, the axios stent was placed for a gastrojejunostomy to treat an obstruction. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel. The device is not indicated to be placed transgastric to the jejunum.